Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with an unrelated illness. Upon interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing that led to an episode of pacing inhibition. The patient was asymptomatic to the episode. Programming changes were made. The patient experienced no adverse consequences.